Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. Gel bleed: not observed since no gel is out of the device and the weight is within specification. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, capsular contracture baker grade I, anxiety-product/procedure.

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to concern with the product". Healthcare professional later reported capsular contracture baker grade I and "minimal fluid with possible gel bleed". Device has been explanted.